Event description:
Pt somehow got through to the mobility team. Patient said that the upper limit reached/settings not available screen is still persisting, even though they saw a rep about this last friday when they came to their house for reprogramming. They said they are still experiencing the spasms as reported in original call, and were woken up this morning at 230am, because of it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported everything was fine when she went to bed last night, then she woke up in the night with terrible spasms(severe in back and legs) and implantable neurostimulator (ins) battery is pulsing/doing crazy things(physically), hot in his body he had to put an ice pack on it, and when ice is removed the hot returns. Caller reports that the programmer shows ins is on but "nothing" is happening. The patient does not feel stim and spasms returned. Caller confirmed the heat is happening without charging. During the call the following troubleshooting was performed. The patient connected programmer to ins and confirmed stim on, she was on group a, program 1) was on 3.40, she increased to 5.0 and said she can't go higher, and doesn't feel anything (no upper limit reported) program 2) was on 3.0 pt increased up to 4.80 and felt something, but at 5 feels nothing. Continued feeling nothing when decreasing. She changed to group b, program 1) she increased to 5, said she could not go higher. It was requested the patient attempt to increase higher and she was able to increase to 6.2 and still feels nothing, as she started decreasing she felt a little jolt, just 1 little jolt, she also tried leaning back on leads to make stim feel stronger without result. She is taking medicine since ins is not providing therapy and has doubled medicine to help with spasms. She reports no falls/traumas/medical. The batteries were then reported dead and the patient had pain and spasms.